Event description:
It was initially reported that a pt's settings were changed to 0.0ma unexpectedly. She was previously set to 3.0ma. It is unclear when or how the settings were changed. Good faith attempts to obtain add'l info have been unsuccessful to date.